Manufacturer narrative:
(B)(4). The defective battery was not returned for investigation due to lithium ion battery shipment restrictions. However, the log file provided shows 0% battery status. Therefore, root cause was determined as battery defective rev. 03. The technical support initiated battery replacement under warranty. (B)(4).

Event description:
The customer reported bellavista 1000 with 0% battery while connected to the main power supply and battery failure active alarm during operational verification procedure. The customer also confirmed that the unit is unused for more than six months. Furthermore there was no patient involvement associated with the event.